Event description:
The patient underwent index procedure with successful deployment of one endeavor sprint rx drug eluting stent in the distal cx. Approximately 5 months from the index procedure, the patient underwent repeat pci as treatment and received a resolute integrity des stent. Approximately 7 months from the index procedure, indication was posed for conventional aortic valve replacement and simultaneous bypass surgery. Approximately 1 year and 1 month from the index procedure, patient death was reported to have occurred and the cause of death is unknown.

Manufacturer narrative:
Results: death. (B)(4).

Event description:
The cause of death was due to colon cancer and colon perforation. The investigator has indicated that the event was not related to the study stents.

Manufacturer narrative:
(B)(4)